Manufacturer narrative:
Image analysis: one still image was provided for review. The image shows the distal end of a stent device held in a gloved hand, with a compliance chart for size 3mm stent shown in the background. The distal end of the stent appears to be deformed. It is not possible to determine from the image provided if the damage occurred in vivo or in vitro. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
An attempt was made to use one resolute onyx coronary drug eluting stent to treat a lesion. The device was inspected with issues noted. The sheath was removed per IFU. The device was handled directly post-removal of the sheath. It was reported that stent deformation occurred in vitro during prep. The stent was kinked/bent before entering the patient's body. An attempt was still made to use the device in the patient. The deformed stent entered the body, but resistance was felt and the stent failed to reach the lesion. The stent was withdrawn after encountering resistance. The patient is alive with no injury.